Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. The device lot number is not available / not reported. The expiration date of the device is not known. The initial reporter phone: (B)(6). The email address of the initial reporter is not available/reported. The device manufacture date is not known as the device lot number is not available / not reported. [Conclusion]: the healthcare professional reported that during a thrombectomy procedure, the physician used the 5 x 33 embotrap ii revascularization device (et007533 / lot# unknown) with the headway® 21 microcatheter (microvention-terumo); the embotrap insertion tool was put into the headway microcatheter but the embotrap was stuck to the hub and as a result, the physician could not use the embotrap. A new embotrap and a new headway microcatheter were used to complete the procedure. There was no report of any patient adverse event or complication. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The device history record (DHR) review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. The lot number of the device is not known, therefore review of the device history record was not performed. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and/or device manipulation/interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure, the physician used the 5 x 33 embotrap ii revascularization device (et007533 / lot# unknown) with the headway® 21 microcatheter (microvention-terumo); the embotrap insertion tool was put into the headway microcatheter but the embotrap was stuck to the hub and as a result, the physician could not use the embotrap. A new embotrap and a new headway microcatheter were used to complete the procedure. There was no report of any patient adverse event or complication.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 11/22/2019 and to correct the event date. [Additional information]: the healthcare professional reported that during a thrombectomy procedure, the physician used the 5 x 33 embotrap ii revascularization device (et007533 / lot# unknown) with the headway® 21 microcatheter (microvention-terumo); with the microcatheter inside of the patient, the embotrap distal end of the insertion tool was inserted through the rotating hemostat valve (rhv) and flushed until the liquid was visible at the proximal end and the insertion tool was confirmed to be fully seated in the hub of the rhv before the the physician proceeded to advance the device, the embotrap was stuck to the hub and as a result, the physician could not use the embotrap. It was reported that adequate and continuous flush was maintained but the device became stuck immediately at the start of the attempt to advance it forward. The embotrap was removed from the patient; it was reported that it was difficult to see any damages on the device on normal inspection. The headway microcatheter was not observed to have been kinked nor bent when it was removed. The target position was maintained and a new embotrap and a new headway microcatheter were used to complete the procedure. It was also reported that the trevo® retriever (stryker) was also successfully used during the procedure. There was no report of any patient adverse event or complication. Corrected section: b.3: date of event: the event occurred in (B)(6) 2019, however, the date of the event is not known / reported. . The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to report that a re-review of the additional event information received on 11/22/2019 was performed. The reportability of the file was also reassessed. Based on the information provided, the microcatheter was exchanged without the loss of the target position. With this information, the file no longer meets the medical device reporting criteria as a malfunction. No further reports will be forthcoming.